Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the therapy was turning off by itself. The patient reported that he wasn¿t sure if the implant had gone bad because the implant was sometimes shutting itself off and he¿d like to have a manufacturer¿s representative (rep) meet him at his healthcare provider¿s office. No further complications were reported.